Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to needle separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle separation. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the needle handle fell off. The following information was provided by the initial reporter. The customer stated: "at 9:00 on (B)(6) 2023, when the nurse was drawing arterial blood from the patient, the needle handle fell off after opening the package. The nurse immediately stopped the operation and replaced it with a new arterial blood collection device, which did not cause any harm to the patient.¿.